Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The helix was retracted and stretched. There was dried blood noted in the helix housing and neck region. Testing determined the lead to be electrically continuous. There were no laboratory observations that were determined to have contributed to the clinical observation.

Event description:
Boston scientific received information that this lead displayed low intrinsic sensing and loss of capture (loc). Echocardiography and fluoroscopy showed the lead to have perforated the patient's myocardium. The patient was seen for a revision procedure where the lead was explanted and replaced. The lead was returned for analysis.